Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The event was confirmed with x-rays provided. Review of the available records identified the inner (femoral) head is displaced from the outer component. The inferior margin of the outer head implant impinges upon the medial aspect of the femoral stem. The femoral stem appears well seated without evidence of loosening. Device history record review was unable to be performed as the part and lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. Concomitant medical products: item number: unknown, item name: unknown cup, lot #: unknown. Item number: unknown, item name: unknown bipolar femoral head, lot #: unknown. Item number: unknown, item name: unknown m/l taper femoral stem, lot #: unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-02841, 0001822565-2019-02842, 0001822565-2019-02844. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient has been indicated for revision due to unknown reasons. No additional information is available at this time.